Event description:
Received info from a medtronic rep that while attempting to charge a restore stimulator in the box, it displayed a power on reset condition. Rep was instructed to interrogate the device and clear the power on reset condition and device should be fine. Shipping the devices can cause por's to occur according to medtronic's technical services.

Manufacturer narrative:
(B)(4).